Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. There was no reported impact to the customer's blood glucose. Reportedly, a new cartridge was filled and loaded successfully.